Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the balloon and shaft, consistent with the catheter advanced into the patient anatomy. The balloon was tightly folded. There was a tear in the guide wire exit notch and extending distally in the shaft, for a length of 4.4 cm. The material at the tear was jagged. The hypotube (bayonet) was protruding out from the tear, for a length of 4 mm. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire as there was no damage noted to the catheter during the inspection prior to use. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. Since this damage was not reported in the incident information, the tear in the shaft may have occurred during packaging, handling and return to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and 2/3 collapsed balloon profile were measured and met manufacturing criteria. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for tears in the shaft for this lot. There is no lot specific product quality deficiency. The reported failure to advance and noted tear in the shaft appear to be related to the operational context of the procedure. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all dilatation catheters are 100% visually inspected online for damage.

Event description:
It was reported that during the procedure in the heavily calcified distal right coronary artery, the rx 2.00x20 mini trek dilatation catheter was advanced but could not cross the lesion. The catheter was removed from the anatomy without reported resistance. No other device was able to advance to the lesion and the patient was placed on medical management. There were no adverse patient effects and no reported clinically significant delay in the procedure. Return device analysis found the guide wire exit notch was torn exposing the distal end of the hypotube.